Manufacturer narrative:
Patient sex changed from male to female. (B)(4).

Event description:
It was further reported that the patient was on aspirin and clopidogrel after the procedure. There were no patient complications from the thrombus.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2015, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx left atrial closure device was implanted successfully. During the 45-day follow up transesophageal echocardiogram (tee) in (B)(6) 2016, a thrombus was discovered on the closure device. The patient was prescribed rivaroxaban. Another tee was performed in (B)(6) 2016 which showed the thrombus was gone. The patient is currently stable.